Event description:
It was reported that a non-medtronic cord was stuck in the monopolar 1 and it took three people to remove it. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".